Event description:
It was reported that after an infusion set and cartridge change, the ilet user announced a meal and observed blood glucose rising over two hours with the display reading ¿high,¿ and believed the infusion set was applied incorrectly. The user was using an inset 6 mm and was guided to replace the set and confirm insulin delivery on the ilet. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a usage problem with no device malfunction identified, characterized as infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.